Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: I would like to report a problem with the hardware listed in reference object ca500. The surgeons encountered a problem while using it on (B)(6) 2025 during their procedures. The incident was as follows: only 1 clip came out at the time of use the lot concerned: 1558941. I have kept the system in quarantine: please tell me the procedure to follow for their return. Intervention: ni. Patient status: no patient injury reported.